Event description:
This system was explanted because of infection and pocket erosion. It was unk what date this was removed. Also included with this system are: selox jt 45, sn: (B)(4), MDR 1028232-2007-0006, kentrox sl 65/16, sn: (B)(4), MDR 1028232-2007-0005.